Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow -up report.

Event description:
It was reported, that the patient stopped having hearing sensations in november 2005. Telemetry testings performed resulted in "poor coupling." The device had malfunctioned.